Event description:
Account alleged a patient fall, alleging the ppm failed to alarm. Account stated the scale was reading -(B)(6). The bed was found in patient room.

Manufacturer narrative:
Hill-rom technician stated that risk management would not release any information regarding the alleged patient fall. The account alleged that bed exit was set and the patient tried to exit the bed and the alarm did not activate. Technician inspected the bed and found the scale and bed exit to be operating correctly.